Event description:
It was reported that over the past 9 to 12 months the clinicians have experienced issues with the arterial catheters having dampened waveforms, no tracings, and were unable to get good blood draws. They were removing and replacing catheters for patients due to the issues. There were no delays in treatment and no patient deaths or complications reported. It is not known how many times this has occurred.

Manufacturer narrative:
Qn#(B)(4). Samples will not be returned.